Event description:
The customer reported falsely non-reactive alinity I syphilis tp and provided the following sample data for a 72 year old male patient (reference: < 1.00 s/co is non-reactive) the initial alinity I syphilis tp was 0.74 (non-reactive), retest result was 0.76 (non-reactive) the sample had a positive treponema pallidum particle agglutination (tppa) result and generated a result of 1.87s/co (reactive) (reference value: <1 s/co is non-reactive) at an ortho clinic. The patient reported no history of contact. It was communicated that the discrepant results were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding falsely non-reactive result for alinity I syphilis tp reagent, lot number 45092be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Testing was also conducted on returned sample. Ticket search by lot 45092be01 indicates that the reagent did have an increase in complaint activity, however upon further review, ticket and trending review for the alinity I syphilis tp reagent did not identify any related trends regarding commonalities for lot number and customer issue. Device history record review did not identify any related non-conformances or deviations associated with lot 45092be01 and the complaint issue. A labeling review determined product labeling provides adequate information regarding the customer issue. The customer returned the patient sample for testing. Alinity syphilis tp reagent lot 41058be01 was utilized for testing, as lot 45092be01 was not available to test the patient sample. The alinity I syphilis tp result was 0.85 s/co (non-reactive). The sample was also tested on recomline treponema igm, which was negative and recomline treponema igg, which generated a borderline result (tp47:+). In house testing of lot 41058be00, which contains the same bulk material as lot 41058be01 was performed and the testing showed positive control values met specifications and the results were in the typical range without any generation of false non-reactive results, which indicates lot generated the expected results. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent, lot number 45092be01 was identified. D4 lot# was corrected with updated lot number.

Manufacturer narrative:
This report is being filed on an international product, list number 7p60-77 and there is a similar product distributed in the us, list number 7p60-21 / 31 e1 phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely non-reactive alinity I syphilis tp and provided the following sample data for a 72 year old male patient (reference: < 1.00 s/co is non-reactive) the initial alinity I syphilis tp was 0.74 (non-reactive), retest result was 0.76 (non-reactive) the sample had a positive treponema pallidum particle agglutination (tppa) result and generated a result of 1.87s/co (reactive) (reference value: <1 s/co is non-reactive) at an (B)(6) clinic. The patient reported no history of contact. It was communicated that the discrepant results were not reported out of the laboratory. There was no reported impact to patient management.